Event description:
The initial reporter stated that the pump was not audibly alarming. They stated that the pump operated as expected, and that the alarms did appear on the screen, but there was no audible alarm tone. Mmd did follow up with the initial reporter, and they stated that the patient had not experienced any adverse effects due to the complaint. No additional information was provided. [Complaint: (B)(4)].

Manufacturer narrative:
The device was not returned to mmd for evaluation. A DHR review was completed and no non-conformance's were found. Because the device was not returned to mmd an investigation could not be completed. This report will be updated if the device is returned to mmd.